Event description:
Strand of hair found inside an unopened sterile IV start kit. Manufacturer response for sterile IV start kit, strl IV start td 14 1ml kit (per site reporter). Medline industries filed a quality report.